Event description:
It was reported to boston scientific corporation (bsc) that on (B)(6) 2010 the physician performed an endometrial ablation using the hydro thermablator (hta) endometrial ablation system and vulvoplasty and posterior repair (unknown device) on the patient. According to the complainant, post-procedure the patient presented with foreseeable permanent injuries and damages, including, but not limited to, the injuries to her tissue, nerves and/or muscles, anxiety, physical and mental pain, suffering, muscular tissue, atrophy, de-conditioning and/or degeneration; and/or other injuries and harm to her person; all of which injuries are or may be permanent in nature. No further information forthcoming. Additional information provided by the bsc territory manager who was present at the procedure, stated that the hta system had no alleged deficiency. The hta system functioned as designed with no alarm or error codes noted.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.